Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy after using a minicap with a dry sponge that appeared chalky and cakey. The cause of the peritonitis was reported to be performing therapy with a minicap that contained inadequate iodine. Peritonitis was manifested by abdominal pain, nausea and lack of appetite. The patient was hospitalized for the peritonitis event seven days before the receipt of this report. The patient was treated with unspecified antibiotics. Three days after being admitted to the hospital, the patient was discharged and then readmitted the following day. At the time of this report, the patient was recovering from peritonitis; the lack of appetite and nausea were ongoing. Antibiotic therapy and hospitalization were ongoing. Dianeal therapy was suspended and the patient was placed on hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.